Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The pump was received with scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display and beeping sound from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the discharge did not help. The customer will be sent a replacement pump.